Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was not returned to olympus for inspection and the reported event was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure is electrical abnormality due to failure of the electrosurgical generator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure, the generator exhibited error code e006. There were no reports of patient harm.